Event description:
Resident reported that mid case the suction on the bovi was turned off and she noticed that a blue flame came off of the bovi tip while it was in use. S [situation]: unanticipated flame related to equipment use in the operating room. B [background]: while using the bovie, a blue flame became visible, and the equipment was immediately discontinued. However, the individual did not alert others in the or about the presence of the flame. A [assessment]: no issues with the equipment were discovered upon inspection, and there was no harm to the patient. Deviations from gaps [generally accepted performance standards] exist related to fire in the or policy. R [recommendation]: this event meets tjc se [the joint commission sentinel event] criteria for fire, flame, or unanticipated smoke, heat, or flashes occurring during direct patient care caused by equipment operated and used by the organization. To be considered a sentinel event, equipment must be in use at the time of the event. Immediate mitigations include mandatory education on the policy and signoffs for staff; the policy was also sent to all ob [obstetric] providers. Additionally, staff involved attended fire in the or grand rounds training and a debrief. Manufacturer response for electrosurgical device, valley lab bovie (per site reporter).